Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the battery being out of calibration. The battery was calibrated to resolve the report. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib charging error" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.